Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic surgery, the device did not fire when it was in the end of the main bronchus. They used other brand to complete the case. There was no patient injury.